Event description:
The reporter indicated the surgeon implanted a 12.5mm icm125v4 implantable collamer lens in the patient's right eye (od) on (B)(6) 2013. The lens had an excessive vault and the patient was experiencing glare/halos, with a semi-dilated pupil. The surgeon is planning to exchange the lens for a shorter lens. The lens remains implanted. The patient's current best-corrected visual acuity is 20/30 +2.

Manufacturer narrative:
(B)(4). Results: visual inspection of the returned product found no visible damage to the lens. The lens was returned in liquid. The lens was rehydrated in bss for re-measurement. The lens length was measured and the result of the measurement was compared against the original value and the lens was found to be in specification. (B)(4).

Event description:
Additional information received - the facility reported the icl was explanted on (B)(6) 2014 and was exchanged for a shorter lens the same day. The surgeon used two sutures to close the incision.

Event description:
Additional information received - the surgeon reported at three weeks post-operative, the patient experienced signs of anterior uveitis.

Manufacturer narrative:
Evaluation method: work order search, medical review. Results: a lens work order search was performed and no similar complaints were found within the work order. Medical review - according to use fmea (failure modes and effect analysis) it has been determined that excessive vaulting is a consequence of a wrong lens use failure mode (i.e. Improper white to white measurement, variability of the white to white measurements based upon different techniques utilized, improper sulcus to sulcus measurement (if ubm used), and patient condition; poor correlation of white to white measurement and length of ciliary sulcus in an individual case; irregular ciliary sulcus or ciliary sulcus cyst). Several conditions may arise from this event (i.e. Pupillary block, malignant glaucoma, increased iop etc.). To prevent any of these complications from occurring, staar recommends that the lens be explanted and/or exchanged with the right size once the surgeon determines that this condition may affect the outcome of the patient's vision. Conclusions: based on the complaint history, work order search and medical review, there is not enough clinical data to determine the exact cause of this event, however we cannot rule out excessive vaulting secondary to a long lens as a contributing factor. (B)(4).

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer? No. (B)(4). Lens implanted.

Manufacturer narrative:
(B)(4) - uveitis. (B)(4).